Event description:
It was reported to philips that the efficia dfm100 defibrillator requires a battery replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device was displaying a message to replace the battery. The device was evaluated by the philips fse at the customer¿s site. From the log analysis, it was determined that the battery was end of life, due to which the operation check failed displaying the message to replace the battery. The fse replaced the battery (rechargeable li-lon battery pack) and the device passed operation tests and was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the battery to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.